Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and identified that system unable to boot up. Upon troubleshooting, fse found that the power supply of the host pc was defective. To resolve the problem, fse replaced the power supply in the host pc. After repairs were completed, system returned to use in good working order. The codes were updated based on the investigation outcome.